Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm within 1 week of troubleshooting the previous occurrence or several alarms within few days. Customer's blood glucose value was unknown. Troubleshooting was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement, sleep current measurement, and active current measurement tests. All currents were within specified ranges. No unexpected low battery life or low battery alerts were noted during testing. However, confirmed power error due to connector resistance issue. The s/n label located between the belt clip rails is missing.